Event description:
I had bakers IV rock hard, uncomfortable painful silicone breast implants. They were 10 yrs old, my 2nd set, no one gave me any warning of what could happen. Mamograms were painful as well. Dr removed them and found both were ruptured. Now my insurance will not pay a cent since I didn't have proof before the removal they were ruptured and my dr does not deal with insurance. I went to the plastic surgeon, he gave me option I had them removed (B)(6) 2022. FDA safety report ID# (B)(4).